Manufacturer narrative:
According to our investigation, all production processes were properly followed. The trajectory deviation may have been due to the sleeve shifting due to lateral force from the handle, and/or complex clinical aspects outside the scope of this investigation.

Event description:
The guide was used for implant surgery. Implant #8 perforated the buccal plate, causing the doctor to have to graft the site. She noted that the angle of the implant seemed correct, but the entire implant was translated buccally. Implant #10 was placed without issue using the guide.